Manufacturer narrative:
A service evaluation was performed on the device. The cause of the reported problem was assigned to the pkrf and bpss boards.

Event description:
Olympus was informed that the gyrus, g400 generator coag mode was found out of specification (low), upon a service inspection. There was no patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the result of the device history record (DHR) review. The DHR for the subject device was reviewed and no anomalies were noted.